Manufacturer narrative:
On 19-jun-2020, mentor received additional information regarding the date of explantation and replacement devices. The patient is scheduled to undergo removal and replacement with 270cc mentor smooth round high profile prostheses (catalog #: 3503270) on (B)(6) 2020. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: deflation manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 350cc mentor smooth round moderate profile prosthesis (right) and experienced deflation (side unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Since the patient was not seen by a healthcare professional due to the covid-19 situation, very little information was provided by the initial reporter. Follow-up is sill in progress. If additional information is received in the future, a supplemental report will be submitted.